Event description:
The physician used empira nc 3x10 mm in a bifurcation, suddenly a thrombus appeared in the lesion. He gave more heparin and then gpiibiia as the thrombus was getting bigger and the timi flow was slowing. The physician used an export catheter to remove the thrombus. The finished his procedure by performing the kissing balloon technique with 2 empira nc 3x10 catheters. At the end of the procedure, the pt was fine and the thrombus removed. Particles found in the basket of the export catheter after the procedure were not thrombus. Other devices used in this procedure were 2 bmw abbott guide-wires and one medtronic launcher guiding catheter.

Manufacturer narrative:
Device not yet returned. Mfg records were reviewed and there was no evidence to suggest the device may have been released with non-conformities related to the nature of this complaint.